Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited error codes appeared during upgrade. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was unable to be verified. While upgrading the software, no errors appeared. Therefore, there was no fault found with the returned pump.